Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, at a device check a day following implant, this right ventricular (rv) lead exhibited a low r-wave amplitude and an electrogram revealed the lead was oversensing atrial activity. Fluoroscopy revealed that the lead had dislodged, and a revision procedure was done to explant and replace the lead. No additional adverse patient effects were reported.